Event description:
It was reported that the collimator was closing down on its own. This will likely cause the system to lock up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was replaced during the service call. The system was tested and found to be working as intended and put back into service.